Event description:
It was reported that the input of the device is damaged and missing. Attempts are being made to confirm the component associated with the input. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that components of the device, the retainer and pin with flange, were damaged and missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
B5; executive summary has been updated to reflect the missing components. Device evaluation: follow-up report submitted to document device evaluation results.